Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 371 mg/dl. Reportedly, bg's increased after an infusion set site change. Customer administered a bolus via the t:slim pump. During troubleshooting with tandem's technical support, the luer lock was a little loose from the infusion set. The customer tightened the luer lock connection.